Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not consumed enough food during the day and the blood glucose level dropped to 46 mg/dl. The customer consumed a granola bar to address the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.